Event description:
There were two events this day. This one happened in the evening. An arcing noise was heard and the doctor picked up the handpiece or foot pencil or forcep and someone activated the unit in blend and that is when the doctor felt a shock. They turned the unit off and then on and it seemed to work ok. The pt was not harmed.